Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to noise, oversensing, pacing inhibition and high pacing thresholds. Asystole was less than or equal to two seconds. Pacing threshold increased from 0.6v @ 0.5ms to 1 .8v @ 0.5ms. The physician was dr. (B)(6) at (B)(6) hospital in philadelphia, pa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).